Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: lab: 1.5. Date: (B)(6) 2011; inratio: 2.4; lab: 1.7. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.